Manufacturer narrative:
Return of product pending. Initial report is being filed as customer alleges disability as the result of delay of therapy. At this date no add'l info is available.

Event description:
Customer reports that automatic analysis did not begin after AED delivered initial shock. Second AED deployed and shock delivered. As of this date, pt info is not known.